Event description:
It was reported that when using one (1) bd vacutainer® push button blood collection set, blood was leaking from the connection to the holder. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following investigation summary was updated due to corrected information: investigation summary: bd received 1 sample and 10 photos for investigation. The photos show a device with blood on the female luer. The sample exhibited signs of blood leakage at the connection between the luer adapter and the holder. After wiping away the blood, bd observed the connection part and found no damage or deformation to either the luer adapter or the holder. Upon review, it was noted that the holder with a 'slip-fit' was not manufactured by bd. The use of a bd holder is recommended with our wingsets. If a bd holder was not used, bd would not be able to comment on the cause of the leakage. Based on the photos, there appears to be no issue with the luer, as the blood was wiped away and no tubing issues were observed. A review of the device history record was completed. There were no quality notifications or nonconformance material reports associated with this batch. No definitive potential cause could be established for the reported defect. This complaint has not been confirmed for the indicated failure mode: leakage. Based on an evaluation of severity and frequency it was determined that no corrective actions are required. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H.3 device eval by manufacturer? Yes. D9: returned to manufacturer on: 10-feb-2026. Investigation summary: bd received 1 sample and 10 photos were provided for investigation. The photos were reviewed and the customer¿s indicated failure mode for leakage was observed. The 1 customer sample was subjected to a visual inspection for leakage. Upon review, the male luer adapter provided was not a bd product and could not be evaluated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage based on the photos provided. Based on a review of batch records, and investigation results no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that when using one (1) bd vacutainer® push button blood collection set, blood was leaking from the connection to the holder. No adverse impact was reported regarding the patient or user.

Event description:
It was reported that when using one (1) bd vacutainer® push button blood collection set, blood was leaking from the connection to the holder. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
D2b: additional medical device type: jka. E1: initial reporter facility name: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.